Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision in which the existing balloon was removed and replaced. It was indicated that the patient has a spinal injury and the constant pressure from sitting has led to multiple replacements over the years. No additional information was reported.

Manufacturer narrative:
Date of event: the exact date of the patient initial device performance allegation is unknown. The event date provided is the procedure revision date. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Th reported device allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.